Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively reported as the cause of death and its relationship to the implant procedure and/or device remains unknown. It was reported that on 27 apr 2022, a 4mm by 2mm amplatzer piccolo occluder was chosen for implant for a (B)(6) patient with the following patent ductus arteriosus (pda) dimensions: minimal diameter 2.4mm, length of 12.2mm and diameter at aortic ampulla of 2.7mm. The delivery system used was a 4f amplatzer torqvue low profile catheter. Prior to the procedure, the patient was on ventilatory support and on intravenous (IV) support. During the procedure, the device was placed intraductal, and the results were satisfactory during both echocardiography and angiography. There was no difficulty implanting the device. Only heparinized saline was used in the procedure, and no heparin was administered during the procedure. The device was released, and the delivery system was removed. The patient then began to decompensate with low blood pressure and bradycardia. The patient was administered medication support, and cardiopulmonary resuscitation (CPR) was initiated. The patient was noted to have a new pericardial effusion, and the effusion was relieved with pericardiocentesis. The patient stabilized briefly, but the effusion soon reappeared. CPR was initiated again. The cardiothoracic surgeon and the general surgeon were notified. The piccolo device was reexamined, and the device was found to be stable and in the same place. The patient vital signs were very labile, and the source of the effusion continued to be investigated. The pericardial effusion led to cardiac tamponade. The patient continued to decompensate and died on the procedure table. The implanter does not classify this death as being related to the performance of the implanted device. The cause of the pericardial effusion was unknown. The cause of death was hypotension and bradycardia. No additional information was provided.

Manufacturer narrative:
An event of patient death due to hypotension and bradycardia after the device was implanted was reported. Information from the field indicated that prior to the implant procedure the patient was on ventilatory support and on intravenous support. The device was placed with satisfactory results and without any difficulty or extraneous manipulations of the device. The device remained stable and the operator did not classify the death as related to the performance of the device. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Event description:
N/a